Event description:
Boston scientific received information that this right ventricular defibrillation lead exhibited a low out of range shock impedance measurement. Pacing impedance and threshold measurements have been stable and within range. The physician suspected that the patient has twiddler's syndrome and had done an x-ray approximately one year ago. The x-ray confirmed twiddler's syndrome, as the and the physician referred the patient for a new device and lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Later, additional information was received about the initial observations as well as the resolution of the issue. A slight drop in this rv lead's pacing impedance was noted (but not out of range) and one low out of range shock impedance measurement was received. The x-ray showed twisting of the lead and the ICD ((B)(4)) in a vertical position in the pocket. The patient was booked for an urgent device and lead replacement to mitigate the issue. The patient was hospitalized and the revision procedure was performed. During the revision procedure, the ICD and rv lead were replaced with competitor products. This rv defibrillation lead (0158) was surgically abandoned. Later, the new competitor rv lead was repositioned. A few days later, another revision procedure was done, and the new lead was replaced with a different competitor's rv lead. No further adverse patient effects were reported.